Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened but remained stable on the leaflets. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, fluoroscopy showed that the clip had opened to 40 degrees. The leaflets remained grasped. The clip remained stable, reducing mr to 1. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.